Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if the device contributed to the re ported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis :cervical myeloradiculopathy, cervical stenosis, herniated nucleus pulposus and degenerative disc disease for which patient underwent following procedures: partial corpectomy of c4, partial corpectomy of c5, partial corpectomy of c6. Fusion of c4-5, fusion of c 5-6, fusion of c6-7. Instrumentation using the swift eagle plate, x3, biomechanical devices, bengal cages, local autograft from decompression corpectomy, microscope for visualization. The patient underwent fusion surgery using rhbmp-2/acs. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.